Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple mini drawers 1.1 to 1.18 failed to open. A technical support specialist advised the customer to re-run the script and manually reload the meds through the application. The station was fully synchronized, rebooted, and reconfigured the drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system multiple mini drawers 1.1 to 1.18 were not opened, preventing user access to medication during a procedure. Customer added that there was a delay to patient care as the required medications had to be withdrawn from other devices. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system multiple mini drawers 1.1 to 1.18 were not opened, preventing user access to medication during a procedure. Customer added that there was a delay to patient care as the required medications had to be withdrawn from other devices. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been corrected d4 and h6. H11 has been updated a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-mar-2022 to 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there was an inaccessible mini drawer as the storage space configuration was incomplete. The technical support specialist did full synchronization, rewrote script and deleted the entire drawer to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.